Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital and received multiple appropriate shocks for ventricular fibrillation. During one of the shocks, the nurse also received a painful shock while touching the patient. The patient was covered in urine. Both the patient and nurse were in stable condition.